Event description:
It was reported that during a left pneumonectomy procedure, the device delivered an incomplete staple line. The procedure was completed using prolene sutures. There was no patient consequence.